Event description:
Related manufacturer reference number: 2017865-2023-00800. It was reported the atrial and right ventricular leads have a chronic noise issue which led to oversensing and inappropriate mode switch episodes. The patient presented in clinic, and the two leads were capped on (B)(6) 2022. A leadless device was implanted without issue. The patient was stable.